Manufacturer narrative:
(B)(4).

Event description:
It was reported that at follow up, the pulse generator exhibited a diagnostics anomaly upon interrogation. The programmer was rebooted and testing was satisfactory.